Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208719189, implanted: (B)(6) 2014, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had painful stimulation and a pins and needle feeling in their lower limbs since (B)(6) 2015. The patient's symptoms progressively increased and the patient stopped stimulation on (B)(6) 2016. The cause of the event was unknown. No diagnostics or troubleshooting was done and no surgical intervention was taken or planned. Stopping stimulation resolved the issue. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. The patient was alive with no injury. The patient's medical history includes idiopathic functional incontinence since 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.